Event description:
Customer reported via phone call, the insulin pump alarmed motor error while customer was trying to rewind. Customer does not recall customer blood glucose level at the time of incident. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to an MRI. Customer stated customer does not use the sensor feature and customer unable to complete the rewind sequence. The customer was advised to discontinue use of the device, revert to back up plan, and the insulin pump would need to be replaced. Customer agreed to return the insulin pump for further analysis.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked belt clip slot at battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.